Manufacturer narrative:
The device was evaluated by the customer and a philips remote service engineer (rse). The customer was advised to replace the power switch overlay. Multiple attempts were made to obtain device repair information and status; no response was received.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24nov2020.

Event description:
The biomed reported light emitting diode (led) alarm failure when powering on the unit. The biomed advised has not been able to duplicate the error and indicated error code consistent with alarm led failure was in the significant event logs. The remote service engineer (rse) advised the biomed of the suspected power switch overlay per service manual and provided part identification. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.